Event description:
Reportable based on device analysis completed on 06nov2025. A 0.035in x 260cm x 3mm amplatz super stiff guidewire was selected for use in a pulmonary artery embolization procedure. During the procedure, the guidewire was found to be kinked. The procedure was completed with another of the same device. There were no patient complications as a result of this event, and the patient was in stable condition following the procedure. However, device analysis revealed that the guidewire coating was peeled.

Manufacturer narrative:
E1 - initial reporter address 1: (B)(6). Device evaluated by MFR: the amplatz super stiff guidewire was returned for analysis. Media inspection of the customer-provided photo identified that the distal section of the guidewire was bent. Visual and microscopic inspection of the device was performed and revealed that the guidewire was bent and stretched at the distal section. Additionally, the coating was peeled along the guidewire.